Manufacturer narrative:
The user facility made 1 report and returned 2 devices from the same lot evaluation. Therefore, the decision was made to submit a single report for the reported two occurrences based on a previous review of a similar complaint with MDR assistance personnel and FDA regulatory affairs personnel in 1998. The returned samples were decontaminated, visually examined and leak tested. This evaluation confirmed the reported leakage at the tubing connection between the heat exchanger and the oxygenator. There were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has been reported previously. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. All available info has been placed on file for use in quality assurance tracking, trending and follow up.

Event description:
The user facility reported 2 occurrences where a small amount of blood was observed leaking from the tubing connection, between the heat exchanger and the oxygenator during a bypass procedure. In each case, it was determined that it was not necessary to change out the unit. The cases were reportedly completed successfully with no complications or injury to the pt. The estimated blood loss in each case was reported to be 5-10 cc.